Manufacturer narrative:
Investigation summary: received 11 q-syte units of which 10 were unused received within sealed packages and 1 was used and received along with a specimen container. A review of the device history record was performed for the reported lot and no quality issues were found during production. Visual/microscopic examination: unused units: no damage was observed on any of the components of the representative units received for evaluation. Used unit: thick patient media (blood) was present throughout the unit. No damage was observed on the septum top disk. No damage was observed on the column wall. Damage (tears) was observed on the slit of the septum bottom disk (dissected after water leak test). Water leak test: all units were tested with the q-syte units on the actuated and the unactuated positions and with and without the extension sets. No leakage was observed on any of the tests performed (used or unused). "Conclusion(s)": indeterminate ¿ unit 1: a definite source that caused the damage observed on the bottom disk could not be determined, it appears to be caused by external forces applied to the unit during usage. All remainder units: the returned representative units did not display any adverse characteristics that would contribute to the defect the customer experienced, and the failure described in the event description could not be replicated at the laboratory.

Event description:
It was reported that blood leakage was found coming from the septum of the bd q-syte¿ luer access split-septum stand-alone device after use during a rinse. The following information was provided by the initial reporter, translated from dutch to english: "customer reported leakage after a rinse (after blood sampling) through the split septum"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leakage was found coming from the septum of the bd q-syte¿ luer access split-septum stand-alone device after use during a rinse. The following information was provided by the initial reporter, translated from dutch to english: "customer reported leakage after a rinse (after blood sampling) through the split septum."